Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.2, laboratory inr: 5.6. The time between testing was immediate. Therapeutic range was reported as 2.0 - 3.0 for the patient. There was no adverse patient sequela. There was no additional information provided.